Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-09082019-0000495644 submitted for adverse event which occurred on (B)(6) 2013. Mwr-09082019-0000495648 submitted for adverse event which occurred on (B)(6) 2013. Mwr-09082019-0000495651 submitted for adverse event which occurred on (B)(6) 2015. Mwr-09082019-0000495653 submitted for adverse event which occurred on (B)(6) 2015. Mwr-09082019-0000495654 submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent epigastric ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent epigastric ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted the extremely scarred previously placed mesh was tediously dissected off the fascial ring. It was reported that the patient underwent removal surgery and recurrent midline epigastric ventral hernia repair surgery on (B)(6) 2013. It was reported that the patient underwent subsequent hernia repairs and lysis of dense adhesions on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. It was reported that the patient experienced severe pain, dense adhesions, nausea, inflammation, bulging, loss of appetite, stress and anxiety. Other procedure is captured on a separate file. No additional information is provided.